Event description:
Pt scheduled for in-patient colonoscopy. While procedure was being performed, the physician encountered difficulty with using cautery. Snare was used to remove polyp and again no cautery was available at setting 3/3 blend current. Following the procedure, the pt underwent emergency surgery due to a perforated cecum. Pt had post-op complications and had approx one month hospitalization.